Manufacturer narrative:
D4: device information was not provided. H1 - type of reportable event corrected' manufacturer¿s investigation conclusion: the reported event of a fluid ingress issue with the white power cable could not be confirmed through this evaluation. The serial number of the device was unavailable. A root cause that led to the fluid ingress issue with the white power cable could not be determined. Serial number of the system controller was unavailable, and the device history record could not be reviewed. Heartmate ii patient handbook section 2 "how your heart pump works" and heartmate ii instructions for use (IFU) section 2 "system operations" explain how to properly replace the running system controller with a backup controller. Heartmate ii patient handbook and heartmate ii instructions for use (IFU). Under section 4, ¿living with the heartmate ii¿ explains that the system controller must be kept dry at all times and to never swim or take baths. Users are instructed not to shower without a doctor¿s approval, and to never shower with the shower bag. This section also states ¿although the external components of the heartmate ii left ventricular assist system are moisture-resistant, they are not waterproof. Take care to protect system components from water or moisture, whether indoors showering or outdoors in a heavy rain. If the components have contact with water or moisture, you may receive an electrical shock or the pump may stop¿. Heartmate ii patient handbook cautions users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Event description:
There were no alarms. The system controller was discarded.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
It was reported that there was green fluid coming out of the white power cable on the system controller. The system controller was exchanged.